Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Acute gastroenteritis [gastroenteritis]. Poor blood glucose control [diabetes mellitus inadequate control]. Dose adjustment knob of the novopen 4 detached from the pen [device issue]. Case description: this serious spontaneous case from china was reported by a consumer as "acute gastroenteritis (acute gastroenteritis)" with an unspecified onset date, "poor blood glucose control (loss of control of blood sugar)" with an unspecified onset date, "dose adjustment knob of the novopen 4 detached from the pen (device component detached)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes", the patient's height, weight and body mass index were not reported. Current condition: type 2 diabetes (duration not reported). Since an unknown date the patient reported that the dose adjustment knob of the novopen 4 detached from the pen after used it for six months. On an unknown date in (B)(6) 2024 the patient was hospitalized for half a month due to acute gastroenteritis and poor blood glucose control. After recovered from gastroenteritis, he continued to stay in the hospital to regulate the blood glucose in the endocrinology department. He was hospitalized for a total of half a month and on an unknown date was discharged at the time of this report. Batch numbers: novopen 4: bug1879. The outcome for the event "acute gastroenteritis (acute gastroenteritis)" was recovered. The outcome for the event "poor blood glucose control (loss of control of blood sugar)" was unknown. The outcome for the event "dose adjustment knob of the novopen 4 detached from the pen (device component detached)" was not reported. No further information available. Since last submission the case have been updated with the following (not yet submitted): no new information updated.

Event description:
Case description: investigation results: suspect: novopen 4, batch no: bug1879 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. No further information available. Since last submission the case has been updated with the following: -"malfunction" updated as "no" -investigation results updated -"final report" ticked, "expected date of fu report" removed in EU/ca tab -b,c and d, g (imdrf) codes updated in device addendum tab -narrative updated accordingly. Final manufacturer's comment: 09-dec-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the ref-erence sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novo-pen 4. Acute gastroenteritis is infectious in etiology, caused by bacterial or viral infection. Considering the nature of event (infectious), causality with novopen 4 is assessed as un-likely related. H3 continued: evaluation summary suspect: novopen 4, batch no: bug1879 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.